Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. The customer acknowledged the alarm. The customer did not require any troubleshooting or education about the alarm from tandem technical support.